Event description:
It was reported that the lead helix was unable to be extended during implant. A malfunction of the lead was alleged. The lead was replaced to resolve the event and the patient was stable.